Manufacturer narrative:
A1-patient identifier: (B)(6). E1-initial reporter address 1:(B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified of proximal and middle segment of left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure it was noted that the balloon ruptured at 20atm within 30 seconds. The device was simply removed from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.